Event description:
Harmonic was working at the beginning of the case. Part way through case, it stated reactivation needed due to two switches. Multiple attempts made to reactivate, product would not reactivate.